Event description:
Tried to test the device and it said to tighten, the scrub tech did as indicated the harmonic console read "replace handpiece" another handpiece was opened displaying the same signal "tighten" the handpiece was tightened and opened another cord - the device was tested and worked as its supposed to.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: electrosurgical, cutting & coagulation & accessories.

Event description:
Tried to test the device and it said to tighten, the scrub tech did as indicated the harmonic consule read "replace handpiece" another handpiece was opened displaying the same signal "tighten" the handpiece was tightened and opened another cord - the device was tested and worked as its supposed to.